Event description:
While pt was entering a store and going through the security gates, while the remote was turned on at a very low setting, she felt a severe burning sensation lasting for 10-15 seconds in upper tailbone area of body. The pt then turned the device off. The pt had never experience this before; she did mentioned experiencing frequent electrical shocks when touching things or people, specially during the winter with low humidity. After the burning episode the pt discovered the programmer failed to synch with or communicate with the implant. The pt would turn the power on and the message "pt programmer batteries are depleted. Programming is not possible" appeared on the screen. At this point, the pt changed the batteries with new ones and the same battery depleted message appeared regardless of the buttons on the programmer the pt pressed. The pt replaced the batteries with new ones several times with the same results. The programmer screen was flickering every second, even when the programmer was turned off. The next day, the pt again replaced the batteries in the device's programmer and was then able to communicate with device implant and all programmer functions appeared to work normally, however, the programmer indicated the battery life was over half empty. Since implant the programmer has never indicated the batteries are full despite different brands of new batteries used. The pt also noticed a very slight sensation of current running through the power button when the button was lightly touched and whether the programmer was on or off. The pt reported this same sensation occurred with a loaner programmer. The pt has had no other shocking issues; the programmer was working after this event.

Manufacturer narrative:
(B)(4)